Event description:
The manufacturer of complete multi-purpose solution was notified that a female pt experienced an ocular infection od several weeks after including the product in her lens care regimen. Pt was provided a disposable contact lens kit and complete solution by her eye care practioner. She reportably began to experience soreness and irritation to her eyes after several days. Pt returned to her optometrist's office 10 days after receiving the new lenses and solution. It was noted that the pt's right lens was scratched, and that she was given an education on proper lens handling. Pt continued to wear lenses and use solution for a month, despite the symptoms. She sought medical treatment from an ophthalmologist who noted a 5 x 5 mm raised white fluffy opaque infiltrate with epithelial defect; diagnosed of central corneal ulcer od within visual axis. Notes by one of the attending physicians included a comment about the pt's poor contact lens hygiene. Culture of corneal scraping (od) found pseudomonas aeroginosa, and the contact lens was positive for mixed gram positive and gram negative flora of several varieties. The contact lens case and solution were also cultured, with results showing serratia marcescens, klebsiella, stenotrophomonas maltophillia and brukholderia cepacia. It is not clear if the solution that was tested was extracted from the solution bottle, or if it was solution from the contact lens case. Pt was treated with several antibiotics for 4 weeks, and has reportedly, "sustained permanent damage to the eye, which interferes with her visual acuity". Information that would confirm outcome regarding pt's visual acuity status post event has not been provided.